Event description:
Alleged the head section is hard to raise and it drifts down.

Manufacturer narrative:
The technician found the head section would also not go down all of the way. He replaced the gas spring to repair the stretcher.